Manufacturer narrative:
The reported event of device in backup mode and error message was confirmed. The device was received in backup mode with low battery. The device image was saved but severely corrupted, and no data was available to confirm the date and the cause of the reset. Field information suggests that environmental exposure may have occurred. However, its relevance to the reported event remains inconclusive. The device was cut open to enable further analysis and the battery was found at end-of-service level (eos). Destructive analysis of the battery cell found no anomaly. Hybrid circuitry was tested by connecting to an external power source. Test results indicate normal current drain, but the device did not recover from backup mode, indicating a possible hybrid circuit anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic when the patient's pacemaker had inappropriately gone into backup mode. A temporary pacemaker was implanted on (B)(6) 2025. The device was unable to have the software reset due to a battery error message prompt. The pacemaker was explanted and replaced. Patient was stable.